Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. Before use on the patient, it was reported that it was not possible to read the qr code on the suture packaging. It was noted that the problem was not with the reader, but in the quality of printing the qr code. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-07956, 2210968-2022-07962, 2210968-2022-07965, 2210968-2022-07966, 2210968-2022-07967, 2210968-2022-07971, 2210968-2022-07947, 2210968-2022-07948, 2210968-2022-07950, 2210968-2022-07981, 2210968-2022-07982, 2210968-2022-07984, 2210968-2022-07985, 2210968-2022-07986, 2210968-2022-07987, 2210968-2022-07988, 2210968-2022-07989, 2210968-2022-07990, 2210968-2022-07991.